Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, the patient was in the intensive care unit (ICU) for numerous bleeding ulcers. Reportedly, during an attempt to clip the ulcer, the clip hit a weak artery which was in the middle of the large ulcer bed. This subsequently caused the artery to bleed out. An attempt was made to give the patient an epinephrine (epi) injection however, it was too late and the patient expired. Due to the length of time that has passed since the event, the account confirmed there is no further information available.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.